Event description:
Patient came in for normal ICD follow-up. No telemetry link could be established, nor could beeping tones be heard with magnet application. Pt was then scheduled for pg change on 4/1/1998. Medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by medical center which medical center has not had the opportunity to investigate or verify prior to the reporting date. Medical center has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.